Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a higher than expected testosterone result within the normal reference range for one (1) patient generated by the unicel dxi 800 access immunoassay system used in conjunction with the access testosterone reagent kit (pn 33560, lot # not provided). Subsequent testing produced a lower result, still within the normal reference range, but outside of the assay's stated precision claim of <10%. The erroneous result was reported out of the laboratory. It is unknown if any changes in patient treatment or affects to the patient occurred in connection to this event.

Manufacturer narrative:
The testosterone sample was collected in a 13x75mm tube; the exact sample type has not been supplied to date. The customer centrifuges the samples on the power processor; exact centrifugation time and speed has not been supplied to date. Per the customer supplied qc chart, testosterone qc showed a significant shift up, resulting above the mean for the past 21 days with multiple results outside of the 3 standard deviation (sd) range. A review of the qc data also indicated that on the day of the event, testosterone qc was out of range high with repeat testing back in 1-2 sd range. Per the customer supplied documentation, a ten replicate precision test using the low level testosterone qc was performed on (B)(4) 2011 which failed with a %cv of 14.66 (assay precision claim is <10%). A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse discovered that both reagent pipettor 1 and 2 had been disabled by the system. The fse replaced the transducer on reagent pipettor 2 and removed a reaction vessel that was caught in the plastic protective chain. The fse returned on (B)(4) 2011 and replaced the precision pump belt and calibrated the pressure sensor for reagent pipettor 1 due to low volume draw. Although service was dispatched and addressed some hardware issues, a definitive device failure leading to the root cause has not been determined to date for this event. This report is related to the following mdrs that are being reported on different dates for this similar event that occurred at this customer site: 2122870-2011-05141, 2122870-2011-05142, 2122870-2011-05143, 2122870-2011-05144, 2122870-2011-05145, 2122870-2011-05146, 2122870-2011-05147, 2122870-2011-05149, 2122870-2011-05150, 2122870-2011-05151, 2122870-2011-05152, 2122870-2011-05155, 2122870-2011-05156, 2122870-2011-05157, 2122870-2011-05158, 2122870-2011-05159, 2122870-2011-05160.